Manufacturer narrative:
The permanent cautery hook instrument was returned and evaluated by the failure analysis team. The instrument was found to have thermal damage at the distal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis. The instrument passed the electrical continuity test. Components adjacent to the distal clevis do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument was not properly working. The procedure was completed with no reported injury.